Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent placement procedure within the trachea of patient with a malignancy, on (B)(6), 2011. According to the complainant, during the procedure the physician was unable to align the post deployment markers. The physician confirmed that the markers were visible under fluoroscopy. The patient's anatomy was not tortuous. The physician tried to deploy the stent visually as opposed to using fluoroscopy; however the stent was unable to be fully deployed. The partially deployed stent was successfully removed from the patient and the procedure was completed with another device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date.the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.